Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital ER with syncope and multiple therapies. The lead had unacceptably high defibrillation threshold. Device interrogation revealed episodes of atp and accelerating vt. The first episode was successfully converted, the second episode required multiple therapies to convert the maximum output. The patient experienced syncope due to second episode. The patient was scheduled for lead revision. The lead and device were explanted and replaced. The patient was stable thought the procedure and will continue to be monitored.

Manufacturer narrative:
The reported field event of inadequate hv therapies was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.